Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had visited an emergency room due to a pump malfunction. The reporter was unable to provide a specific blood glucose level or symptoms at the time of the call. The reporter stated that there was an unknown malfunction with the pump that caused the patient to seek medical advice. Troubleshooting could not be performed at the time of the call. This complaint is being reported based on the allegation that the patient experienced an adverse event as a result of a pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 21-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2019 with the following findings:during investigation, the complaint regarding inaccurate delivery was reported on mar-03-2018 and the pump was in use 04-may-2019 therefor all the history and the black box data had been overwritten for the time of the complaint. There were no delivery defects found and the pump passed delivery accuracy testing. There current pump history showed no evidence of delivery malfunctions. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.